Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior fusion treating ankylosing spondylitis two screwdrivers had their tip stripped while tightening the final setscrew. Procedure was completed successfully with another replacement and without any surgical delay. The surgeon commented that excessive reduction pressure against the setscrew might have triggered the event. Concomitant device reported: unknown torque handle (part# unknown, lot# unknown, quantity unknown). This report is for (1) expedium verse spine system inserter/tightener x25. This is report 1 of 2 for complaint (B)(4).